Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 380cc mentor smooth round high profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent unilateral removal and replacement with a 380cc mentor smooth round high profile prosthesis (catalog #: 3503380, serial #: (B)(4) on (B)(6)2020.

Manufacturer narrative:
On (B)(6) 2020, it was found that the previous report was omitting additional information received on (B)(6) 2020. Mentor received additional information regarding the patient's symptoms. Her surgeon reported that the patient had an impact that she sustained to her left chest. The details of the impact was not clearly explained. If additional information is received, a supplemental report will be submitted. The relevant field has been updated. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).